Event description:
15 minutes after initiation of intra aortic balloon therapy blood was noted in the tubing. The intra aortic balloon was removed and replaced with a competitor's. No pt injury or further complications occurred as a result of this event. The pt is reported in stable condition.